Event description:
Patient presented with increasing pump power and significantly dilated left ventricle. Along with this, both his ldh had risen and his creatinine had risen as well, indicative of hemolysis.